Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned sample is in unlocked condition, and the stent is loaded without tip to sheath gap. During evaluation testing the stent can be easily deployed at regular/ low force level. The kink protection is loose from the grip. The investigation leads to inconclusive result for deployment failure but to confirmed result for detachment of the kink protection from the grip. A manufacturing related issue could not be found. In this case the vessel was not unnormal difficult, 0.035" guidewire was used for access, and the system could be successfully unlocked. It was not known if the lesion was pre dilated. The relationship of the loose kink protection to the reported issue is not known; the kink protection is not a force transmitting component which is needed for deployment because it is fixed to the grip and is 'loose' over the stability sheath; the loose kink protection may be related to handling after the event as the system reportedly could be successfully removed without further issue. Based on the investigation of the provided information, the investigation is closed as inconclusive for stent deployment failure and confirmed for loose kink protection. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout the procedure was found sufficiently described. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding access/ accessories the instruction for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...).' Regarding pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure using a lifestar vascular stent in vessel stenosis calcified light. During the procedure, the stent was allegedly failed to release. Another device was used to complete the procedure. There was no reported patient injury.